Event description:
Caller reported a cgm error, specifically error 42, relating to their g7 sensor, and noted that the customer pump had stopped working before contacting technical support. Despite the initial issue, the pump did not display the cgm error code again. The caller successfully started their sensor session, and no adverse impact to the customer¿s blood glucose level was reported.